Event description:
A medtronic stent graft system which is not approved in the us was implanted in a pt for the endovascular treatment of a penetrating aortic ulcer. It was reported that the subclavian artery was covered by the stent and that a reliant balloon was used during the procedure. The reliant balloon was discarded by the user facility. At some time post-operatively, a type a dissection was noted. The pt's family elected that no intervention be performed, and the pt expired. No further info has been provided.

Manufacturer narrative:
(B)(4), results: (death, arterial/dissection/perforation), (cause of dissection not provided).